Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during outpatient examination. The foley catheter was spontaneously removed after insertion.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Four photos were received for evaluation. The first one shows a top view of a three-way foley catheter. The second photo shows a deflated balloon and tip, evidencing a red substance that seems like blood. The next two photos show the catheter's cap and a handwritten note in native language. Received 1 all silicone foley catheter. Visually inspected catheter, and no physical defects were present. Inflated balloon with 10 ml methylene blue solution using an inhouse syringe; however, a leakage occurred as solution entered the drainage arm prior to completely inflating the balloon indicating lumen to lumen leak. The returned sample does not meet specification. The root cause identified is it was difficult to assure the positioning of the catheter due to vision was difficult. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. Based on the investigation results, no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during outpatient examination. The foley catheter was spontaneously removed after insertion.